Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 62 mg/dl with tachycardia, diaphoresis, shortness of breath, confusion and unsteadiness when standing and walking associated with a load step malfunction and an inadvertent infusion issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management, but did need assistance from a 3rd party. It was reported that the pump was priming the tubing during the load step and the patient was still attached to the pump; therefore, 200 units of insulin was infused into the patient. This complaint is being reported because the patient allegedly experienced hypoglycemia because of a load step malfunction and use error in priming while attached to the insulin pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: the black box showed evidence of no delivery, no prime, no cartridge detected warnings. A rewind, load and prime sequence were successfully completed with no load step malfunctions or other errors or alarms duplicated. The pump clearly displays message ¿disconnect infusion set from your body!" On the rewind screen and ¿be sure set is disconnected from your body then select continue" on the prime screen. Unrelated to the original complaint, the force sensor calibration check showed the pump was not detecting the correct force. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed and there was no damage found internally. The force sensor resistance was found to be within specification. The drive assembly was disassembled and there was contamination found on the lead screw ball seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.